Event description:
It was reported the patient was hospitalized for a bowel obstruction and became tachycardic. Sinus tachycardia was detected and therapy was withheld until the criteria could no longer be met. The patient received multiple shocks within a few minutes. It was determined there was intermittent sensing on the atrial lead which caused the inappropriate diagnosis of the arrhythmia. No further inappropriate therapy was delivered. Upon interrogation of the device it was noted the p wave measurement was low. The sensitivity was reprogrammed. The patient's beta block was reinstated to slow the heart rate. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.